Manufacturer narrative:
E1: event city: (B)(6). Event country: italy. Name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
Patient reported infusion set tape did not sticking well event occurred on 15-apr-2026.